Manufacturer narrative:
The probable root cause cannot be determined based on the information provided and phone support details. Customer had to replace all instruments to continue the procedure. The phone support details did not reveal any issues related to the customer reported event. As the reported event could not be confirmed or replicated during the field evaluation and no patient harm was reported, no specific risk can be associated with this event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
As of the date of this report, the universal seal has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cap of universal seal was broken. Site used a backup universal seal to continue with the procedure. The procedure was completed with no reported injury.